Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the nurse was not injured when the device fell on their foot. Based on the information provided and available, during clinical and therapeutic use the v60 ventilator was noted to have fallen onto the nurse's foot. No harm or injury was sustained to the patient during the event in question. No further relevant clinical information has been provided. The km also reported that the fixing bolt of the foot of the platform was loose, and the device can be used normally after the fixing screw was replaced. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the equipment bracket was separated from the base. The device was in clinical use when the issue occurred. The equipment hit the nurse's foot, there was no injury reported to the patient. Additional information about the event has been requested. The investigation is ongoing.